Event description:
It was reported by repair work order that the nurse call back-up nine volt battery was worn. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.